Event description:
It was reported that during an emergency coronary stent procedure, the physician successfully placed two "nir" stents in the circumflex artery. However, then the physician attempted to dilate the obtuse marginal, the balloon ruptured and became caught on a stent that had been placed in the proximal circumflex. The pt was sent to surgery and the shaft materials were successfully removed. The surgeon elected to leave the balloon materials in the pt. The pt status is listed as "stable".